Event description:
Reference number (B)(4). Event occurred in india. On (B)(6) 2024, the patient reportedly experienced an incident involving discolored infusion set patches. Specifically, two infusion sets were observed to have a yellow discoloration. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2. E1: patient city: (B)(6). Patient country: india.